Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 401 mg/dl at the time of the incident. The customer got a no delivery while on the phone trying to bolus. The customer stated that the insulin exited. The customer was unable to remove set at this time to test site portion of the infusion set. The customer stated that the cannula was bent. The insulin pump will not be returned for analysis.